Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that: cup impactor - while threading the cup impactor it was found that the impactor is cross-threaded. Liner trial- while trialing the liner piece broke off of the trial. (All pieces retrieved from patient). Corail stem impactor- while impacting the stem, the tip broke off of the inserter (all pieces retrieved from patient). No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.